Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was leaking oil. The oil did not get into the patient's mouth or did affect the user. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was leaking oil. The oil did not get into the patient's mouth or did affect the user. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for leaking an oily substance was confirmed through visual inspection in the device package. Disassembly visually confirmed all components conforming for this event.